Event description:
An abutment screw has fractured inside an implant and that a second abutment screw was discovered to be bent and was removed from the implant as well. The surgeon had to perform an add'l surgical procedure to remove the two abutment screws from the implants. The implants are still in the pt's mouth. Pt injury has not been reported.